Manufacturer narrative:
The manufacturer had previously reported an allegation of ventilator getting hot. The device was returned to the customer by the patient. The durable medical equipment provider could not duplicate the complaint.

Event description:
The manufacturer received information alleging a ventilator was getting hot. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.